Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the total daily delivery appeared to be inconsistent due to a time/date issue not related to this event. On investigation, the pump powered up and functioned properly. No damage was found with the bolus button and it responded as expected. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The reported under responsive bolus button issue was not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that an unresponsive audio bolus button today had led to the pump under-delivering insulin, and the patient subsequently had a blood glucose >250 and <500mg/dl, with polyuria and polydipsia. The patient was advised to discontinued pump use. This complaint is being reported as the patient experienced hyperglycemia allegedly related to an unresponsive keypad.